Event description:
The user facility reported that a hose disconnected from a fitting on the uv light to the system 1e processor causing water to leak onto the floor where the unit was located, into the hallway, and into an adjacent room. No injuries were reported.

Manufacturer narrative:
Investigation of this event is in-process. A follow-up report will be filed when additional information becomes available.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).